Manufacturer narrative:
Citation: olivier et al. Transfemoral versus transcarotid access for transcatheter aortic valve replacement. Jtcvs tech. 2022 oct; 15: 46¿53. Published online 2022 jul 20. Doi: 10.1016/j.xjtc.2022.05.019 earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding transfemoral versus transcarotid access for transcatheter aortic valve replacement.  The study population included 511 patients who were predominantly female with a mean age of 84 years.  Of these patients, 142 were implanted with a medtronic evolut r bioprosthetic valve. Nine deaths occurred during the procedure due to aortic annular rupture, ventricle rupture, myocardial infarction, and myocardial stunning.  Additionally there were five deaths within 30 days, and 15 deaths within two years.  Of note, there was no statement by the physician/author of causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events included: stroke, myocardial infarction, transient ischemic attack, major bleeding or vascular com plications, renal failure, arrhythmia requiring permanent pacemaker implant, moderate to severe paravalvular leak (pvl) and high gradients >20 mmhg.  No additional adverse patient effects were noted.